Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00968, related manufacturer reference number: 3006705815-2022-00969. It was reported that patient¿s pc displayed the message ¿replace generator¿. Patient lost stimulation and was also experiencing ineffective coverage of therapy. X-rays indicated that both the leads had migrated. Diagnostics indicated that one lead had invalid contacts. Programming was unable to solve the issue. As such, surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted and replaced with new leads and ipg. Reportedly effective therapy was restored.